Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, the lp had premature separated from the delivery catheter. The lp was able to be successfully installed. The patient was stable.